Manufacturer narrative:
Service returned to the site to address the issue associated with this event. The field service engineer (fse) loosened the rinse block that had been tightened during previously performed instrument preventive maintenance, resolving issue. The instrument was returned into operation. The cause of the event was a tight rinse block. No discrepant results were generated for this event however this specific failure mode may cause erroneous patient results to be generated upon recur. (B)(4).

Event description:
The customer reported a one to two milliliter clear liquid leak originating from the aspiration probe of a coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The leak was discovered while troubleshooting quality control (qc) out of range errors shortly after a preventive maintenance (pm) that had been done by a beckman coulter inc. Field service engineer (fse). The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.